Event description:
It was reported via repair work order that the head end lift was intermittent due to a broken sensor coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was intermittent due to a broken sensor coil and the headboard was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the headboard was damaged with exposed sharp edges.